Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the lvp displayed a rate change from 4ml/hr to 80ml/hr. It was reported that the user stated: "the nurse may have used the pump for a different patient/med previously, and the association wasn¿t broken. These pump modules don¿t match the pump ID that they gave us, and your messages do include the (B)(4) module. I will notify the facility of our findings, and you can close this ticket." There was no patient harm reported since the user did not approve the rate change. Epic reported -"epic for pump s/n (B)(4). For some reason it¿s associated to a different pcu s/n. The one you provided was s/n (B)(4). I also initially wrote down a pump s/n of (B)(4) when you first called. We couldn¿t find any messages indicating a rate of 80 for that one."

Manufacturer narrative:
Additional information provided. No device will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the lvp displayed a rate change from 4ml/hr. To 80ml/hr. The rn stated although it showed a rate of 80 ml/hr. Was in the validation window and message was sent by the pump to epic ,there was no report of an over infusion and the nurse did not approve the rate change. There was no report of patient harm. It was reported that "the nurse may have used the pump for a different patient/med previously, and the association wasn¿t broken."